Event description:
A customer has reported when they completed a total body scan, head to toe, that the leg images don't look too bad; however, when they scan from eyes to thighs and then scan the legs separately, the leg images are terrible.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).